Event description:
The pt received a trial scs sys on (B)(6) 2011. It was reported that during the trial, the impedance readings were very high on one lead and the pt could not feel stimulation. A new lead was used to complete the procedure. The explanted lead was returned to the MFR for analysis. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.